Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported entrapment of device/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A cine was returned and reviewed by abbott clinical; however, based upon the limited procedural case details provided, no conclusion can be drawn as to the root cause of this reported failure although the prior arteriotomy at the location may have contributed to the reported failure. Additional factors that may contribute to entrapment of device/difficult to remove include, but not limited to, foot not fully parked, device edges catching femoral vessel wall, spasm in femoral vessel. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a pre-existing 14f sheath from an impella device assisted procedure. The 14f sheath was being removed because the patient had a cold leg due to clotting on the right side from the common iliac artery to the superficial femoral artery. Reportedly, after the proglide sutures had been deployed, the proglide device was difficult to remove. The suture was cut to remove the proglide device. An 8f sheath was placed and the patient was taken to the surgery. An endarterectomy was performed to remove the clotting and hemostasis was achieved using a vascular patch. There was no clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.